Event description:
The complainant contacted the leica product application specialist - (B)(4) by email who documented the following in relation to peloris ii rapid tissue processor serial number 0260223a: "we have had some poor processing last week on peloris 10 serial (B)(4), see below email summary from james. Would you be able to come in and pull logs and test reagents that we have kept near alex's office. At the moment cases that have been viewed have been able to be diagnosed with further stains /ihc but will know by end of week if any other case will be ok to diagnose or non-diagnostic once all cases have been viewed. Wil [sic} keep you up to date with this information". On 01 march 2021, the leica product application specialist-anz (pas) visited the laboratory in order to obtain further information regarding the circumstances involved in this complaint. The pas documented that the tissue samples exhibiting sub-optimal processing were derived nine (9) protocols. The tissue types of the affected samples were detailed as: "git biopsies, breast (mastectomy), rectal biopsy, colonic biopsy, sentinal [sic] node and gynae". The size of the affected tissue samples was not provided. On 11 march 2021, leica biosystems melbourne received the following information reported to the assigned leica applications specialist-(B)(4) by the complainant in relation to the patient impact/outcome for this event: "to my knowledge no other specimens have come back about poor processing or non-diagnostic samples from the cases mentioned."

Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: - based on the information provided the tissue samples exhibiting sub-optimal tissue processing were derived from the following nine (9) protocols: the "dhm gout crystals protocol" protocol comprising one (1) cassette, which started in retort a at (B)(6). Incorrectly placed cassettes or baskets may lead to samples being damaged as some tissue may not be fully covered by reagent during processing."

Manufacturer narrative:
On (B)(6) 2021, leica biosystems melbourne received information from the leica product application specialist - anz (pas) that the instrument is configured with both the retort fill level and the reagent fill level set as three (3) baskets. The pas provided an image of the instrument settings screen displayed on the instrument monitor, which showed the "reagent fill levels" for the instrument as retort fill level= 3 baskets and the bottle fill level = 3 baskets. On (B)(6) 2021, it was identified that the root cause of the sub-optimal tissue processing detailed in the investigation report of (B)(6) 2021 was incorrect, because manufacturer evaluation of the instrument logs had been performed using the reagent fill levels set as 2 baskets rather than 3 baskets in error. Manufacturer evaluation of the instrument logs subsequently performed using the reagent fill levels: set as 3 baskets showed that: based on the information provided the tissue samples exhibiting sub-optimal tissue processing were derived from the following nine (9) protocols: the "dhm gout crystals protocol" protocol comprising one (1) cassette, which started in retort a at 12:06pm on (B)(6) 2021; the "dhm 6 hr protocol" protocol comprising 13 cassettes, which started in retort b at 15:09pm on (B)(6) 2021; the "dhm 6 hr protocol" protocol comprising 214 cassettes, which started in retort a at 20:19pm on (B)(6) 2021; the "dhm 3 hr protocol" protocol comprising 163 cassettes, which started in retort b at 23:59pm on 23 february 2021; the "dhm 6 hr protocol" protocol comprising 144 cassettes, which started in retort a at 09:24am on (B)(6) 2021; the "12 hr factory protocol" protocol comprising 124 cassettes, which started in retort b at 12:23pm on (B)(6) 2021; the edited "12 hr factory protocol" protocol comprising 124 cassettes, which started in retort b at 20:30pm on 24 february 2021; the "dhm 6 hr protocol" protocol comprising 198 cassettes, whcih started in retort a at 22:10pm on (B)(6) 2021; and the "dhm 8 hr protocol" protocol comprising 85 cassettes, which started in retort b at 11:54am on (B)(6) 2021. The "12 hr factory protocol" started in retort b at 12:23pm on (B)(6) 2021 was abandoned by a user at 20:26pm on (B)(6) 2021 during step 9 (first clearing step) of the protocol. Processing of the 124 cassettes from the abandoned protocol was continued using the edited "12 hr factory protocol", which started in retort b at 20:30pm on (B)(6) 2021. It is unlikely that these circumstances would have either caused or contributed the sub-optimal tissue processing reported by the complainant because a user edited the protocol appropriately to continue processing from the protocol step at which is it was abandoned (ie. The first clearing step). The reagent in bottle 8 (ethanol) was used for the first time in the final dehydration step of the "dhm 3 hr protocol" protocol started in retort b at 23:59pm on (B)(6) 2021; bottle 13 (xylene) was used for the first time in the final clearing step of the "dhm 6 hr protocol" protocol started in retort a at 09:24am on (B)(6) 2021; and bottles 7 (ethanol) and 14 (xylene) were used for the first time in the final dehydration and final clearing steps respectively of the "dhm 8 hr protocol" protocol started in retort b at 11:54am on (B)(6) 2021. There is no evidence of any use error(s) when replacing the specific reagents detailed for the protocols detailed; and there is also no evidence of any use error(s) when replacing any of the reagent(s) used in the protocols tabulated above. No use error(s) was identified in the interaction between the user and the instrument either prior to, or during, execution of any of the protocols tabulated above. Investigation of this complaint found that the instrument functioned as designed during execution of the nine (9) protocols either started or completed between (B)(6) 2021, from which sub-optimal tissue processing was reported by the complainant. The root cause of the sub-optimal tissue processing reported from the nine (9) protocols either started or completed between (B)(6) 2021 could not be identified from the information available.